Event description:
Chiari I malformation. On (B)(6) 2015, she underwent a suboccipital craniectomy for chiari I malformation. A small piece of suturable duragen was sewn in as a diamond-shaped patch along with the dura. After discharge home she had progressively worsening headaches and pain as well as nausea and vomiting. No fever and no drainage from her incision or other signs of infection. She reported her eyes were sensitive to light. Postoperatively the pt continued to have recalcitrant headaches, nausea, and vomiting. She had some mild hydrocephalus postoperatively. She was admitted as an inpatient on (B)(6) 2015, with complaints of headache, nausea and vomiting, which dramatically improved with IV steroids. She was discharged home after two days. She returned to the emergency department on (B)(6) 2015 with symptoms. Her postoperative wound was clean and dry and intact with no evidence of infection. She was admitted for workup, which included a lumbar puncture and infectious disease consult. She received antibiotics intravenously and was discharged home on (B)(6) 2015. She returned to the emergency department on (B)(6) 2015 at 2155 and readmitted to the hospital. On (B)(6) 2015, she underwent revision of chiari malformation and removal of the dural graft, tonsillectomy, and harvesting of pericranial graft. There was inflammatory tissue all around the dural graft. Posterior fossa fluid was collected and was cloudy but not purulent. On (B)(6) 2015 - rare mold on the surgical culture. On (B)(6) 2015 2035 patient expired.